Event description:
The user facility reported a 39-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was acute motor current abnormality and spike with inability to flow noted. The impella was repositioned, volume was given and there was no improvement. Staff was concerned for pump failure and the pump was replaced. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The returned pump visually inspected. No cannula kink observed. No broken blades found. Biomaterial around impeller observed. Clinical details confirmed attempt repositioning issue didn't solve the low flow issue. The cause of the low pump flow was biomaterial ingestion. D9 date device returned to manufacturer added.